Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08508 it was reported patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 during which cervical lead was explanted while thoracic lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.